Manufacturer narrative:
Unit#1 - customer report was confirmed. Balloon ruptured almost all the way around the circumference in the central area. Latex is baggy at the site of rupture. One section of latex appeared to be missing.unit #2 - customer report was confirmed. Balloon ruptured almost all the way around the circumference in the central area. Latex is baggy at the site of rupture. Ruptured portion appeared to match remaining section of latex.

Event description:
Balloon - inflation; it was reported that the balloon bursted during testing (before use). Two catheters were reported and evaluated.